Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was reported that on an unknown date, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported that the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with injection cefazolin (1gm, once daily, intraperitoneal, discontinued) and injection ceftazidine (1gm, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged two days after hospital admission. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.